Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a possible broken sensor wire on (B)(6) 2014. Patient stated that upon removal of sensor pod, a part of the sensor wire remained in the patient's right side of abdomen, above the hipbone. Patient did not report any discomfort at insertion site. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).